Event description:
The foley catheter was discontinued after removing 10cc of water from the balloon. The catheter tip was not intact. The linen and surrounding area was searched; however, the catheter tip was not located. The nurse that inserted the foley did not note any defect at that time and there was no difficulty inserting the catheter.